Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent postpartum perineal suture on an unknown date and suture was used. The needle pulled off the strand. The needle was retrieved easily from the patient. There were no adverse patient consequences reported.